Manufacturer narrative:
Approximate age of device: 1 year. The manufacturer is attempting to obtain additional information regarding the reported event. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The manufacturer received patient outcome information indicating that the patient expired on (B)(6) 2015. The cause of expiration was noted as ¿hemolysis.¿ no further information was provided.